Manufacturer narrative:
Event date: 2014. Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4). Description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No further information could be obtained.